Manufacturer narrative:
Investigation results were made available. Additional: d7; h2, h6. Correction: b4, b5, d3; g4, g7, h10. Event description: it was reported that the patient underwent an initial right total hip replacement on (B)(6) 2011. Subsequently he was revised on (B)(6) 2017 due to loose and misaligned components. The liner,head, and neck were revised. Harm: s3 - instability, moderate. Hazardous situation: properly placed implants do not accurately restore the patient's kinematics and/or anatomy. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - operative notes were provided and reviewed by a healthcare professional. Patient underwent an initial r tha on (B)(6) 2011 due to avascular necrosis. Findings: ¿ pt is 49 years old, general anesthesia, posterolateral approach; ¿ computer & registration pins utilized; ¿ leg length well within wanted parameters, hip found to be stable through rom; ¿ pt taken to recovery in stable condition. No intraoperative complications were noted. Patient was revised (B)(6) 2017. Instability was noted. Liner, head and neck were explanted and replaced. Cup, stem and screw remained implanted. No intraoperative complications noted. Findings: operative note p1 dr. (B)(6) (surgeon); ¿ general, regional, & local anesthesia, ebl 350ml; ¿ pre/postop diagnosis : revision right failed malaligned total hip arthroplasty; ¿ no complications. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient underwent an initial right total hip replacement on (B)(6) 2011. Subsequently he was revised on (B)(6) 2017 due to loose and nonaligned components. The liner,head, and neck were revised. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a no-nconformance or a complaint out of box (coob). As no x-rays have been received, the misalignment of the products cannot be recreated. As the explants have not been received for an investigation, the condition of the head remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event.

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical products: liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell catalog#: 00631005836; lot#: 61730043; modular neck p 12/14 neck taper use with +0 heads only catalog#: 00784801300; lot#: 61768488; modular femoral stem press-fit plasma sprayed cementless size 10 catalog#: 00771301000; lot#: 61796994; bone screw self-tapping 6.5 mm dia. 30 mm length catalog#: 00625006530; lot#: unknown; shell porous with cluster holes 58 mm o.d. Catalog#: 00620005822; lot#: 61855198. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient received an initial total hip replacement on the right side and underwent first revision surgery due to loosening and misaligned components. The liner, head and neck were revised. Patient underwent second revision surgery due to pain and posterior instability secondary to acetabular component malposition.